Event description:
As reported through medwatch: pump started alarming at 1930 with "air bubbles" alert. Rn could see no visible air bubble, multiple attempts by rn to assess and intervene to no avail. Blood taken off pump, only half of the blood transfused. No patient injury. Medwatch report #: mw5038491.

Manufacturer narrative:
(B)(4). The actual device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available. (B)(4).